Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test, self test and a21 error test. The stop (idle) current and run current measurement tests are within specification. Unit also passed off no power alarm test and the dat test at 0.08740 inches. Unit was unable to prime during prime/a33 test due to faulty fsr (gold). Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. Unit had cracked reservoir tube lip. (B)(4) the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was experienced hypoglycemia. Customer¿s blood glucose level was 24 mg/dl at the time of the arrival of the emergency medical service. The insulin pump will be returned for analysis.